Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not activating the patient had his artificial urinary sphincter (aus) removed and replaced. It was stated that during a CT scan the physician saw that there was no fluid in the pressure regulating balloon (prb) and there was a slice in the tubing where the prb and pump connect. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. The outcome following this surgery was reported as good. No further patient complications were reported in relation to this event. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.